Event description:
It was reported that the insulin pump powers off on its own. It was reported that the insulin pump had battery anomaly. Customer tried old battery cap from old insulin pump but it did not work. Advised the customer the battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.